Manufacturer narrative:
Occupation: synthes employee. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient was underwent for an unknown surgery to reassemble the lose parts. During the surgery the expandable corpectomy device and holding & distraction instruments was jammed and malfunctioned. It was unable to hold the ecd cage. The patient have a wound at iliac crest for bone graft as bone graft was used instead of our ecd cage. The procedure was successfully completed with 30 minutes surgical delay. There were no patient consequences. Concomitant device reported: unknown expandable corpectomy device (ecd) cage (part # unknown, lot # unknown, quantity # 1). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: complained issue could not be replicated and/or confirmed (cannot hold the ecd cage) based on the available information (including pictures and/or x-rays). Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.